Event description:
It was reported that during a stent placement procedure in the iliac common via common femoral access, the stent allegedly fell off in patient after exiting sheath. It was further reported that the snare was used to remove the dislodged component. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic photo was reviewed. The photo shows a stent within a biohazard pack in which the stent is noted to have detached from the balloon catheter and the stent noted to be severely deformed or crumbled. No objective evidence of stent dislodgement could be observed based on the submitted photo. The photo also has the label of the device on which the product details can be verified with the reported event. As the submitted photo shows, the stent was noted to be detached from the catheter and no other objective evidence for the dislodgement could be noted due to the device's condition. The stent was also noted to be severely damaged and crumbled. Hence, the investigation was confirmed for the identified stent deformation. However, the reported stent dislodgment remains inconclusive. A definitive root cause for the reported stent dislodgment and identified stent deformation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2024), g3, h6 (device, method). H11: h6 (result). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 09/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: device not returned.

Event description:
It was reported that during a stent placement procedure in the iliac common via common femoral access, the stent allegedly fell off in patient after exiting sheath. It was further reported that the snare was used to remove the dislodged component. There was no reported patient injury.